Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that insulin pump vibrates randomly and no alarm is found. Customer also reports that when entering carbs, a different number shows up when he goes back to check. Customer's blood glucose was 235 mg/dl. Customer states insulin pump needs to be replaced per healthcare professional. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.